Manufacturer narrative:
Clarification to d6a implant date: partial implant date provided as "2018 or 2019" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation, chest pain, difficulty breathing and exchange." The device remains implanted.